Event description:
It was reported to philips healthcare that a heartstart xl would not work on ac power only. There was no pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.